Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices were discarded at the hospital.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated, a suprarenal aortic extension, and a limb extension. Subsequently, on (B)(6) 2016, physician elected to explant the devices due to an infection. Patient is in stable condition.